Manufacturer narrative:
The device was returned and evaluated. The returned device analysis did not confirm the reported unintended movement- clip open-during establishing final arm angle (efaa). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incident identified from this lot. Based on information reviewed and without a confirmed failure mode, a definitive cause for the reported unintended movement - clip open-efaa could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip failed final arm angle (efaa). It was reported that this was a mitraclip procedure performed to treat grade 4 functional mitral regurgitation (mr). The clip delivery system (cds) was advanced and was placed medial in a2/p2, but final arm angle (efaa) failed. The clip was not implanted and was removed. One xtr clip was implanted, reducing mr to 1. The patient tolerated the procedure well and was in satisfactory and stable condition. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.